Event description:
A field service engineer (fse) contacted beckman coulter inc. (Bci) regarding erratic creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Controls were run and before and after the incident. A field service engineer (fse) went on-site and performed precision runs and the instrument randomly produced very high results. Per fse, the customer had stopped reporting creatinine from this instrument until the issue is resolved. The parts are being returned to bci for investigation.